Manufacturer narrative:
It was reported that urine was completely bypassing the catheter on our temp sensing tray. Urine was not draining through the catheter at all. The clinician tested the balloon after removal and felt that it didn't seem completely inflated, a bit lopsided. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that urine was completely bypassing the catheter on our temp sensing tray. Urine was not draining through the catheter at all. The clinician tested the balloon after removal and felt that it didn't seem completely inflated, a bit lopsided.